Event description:
This lead was implanted on an unknown dated and still remains implanted at this time. It was noted on (B)(6) 2016 that the lead exhibited oversensed noise resulting in pacing inhibition causing the patient to fall. There were also peaks in the lead impedance measurements reaching greater that 2000 ohms which suggests a lead conductor issue. The lead will be replaced. The physician was dr. (B)(6) at (B)(6) clinic in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).